Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. The size of the biopsied lesion was 2cm in the lingula/left upper lobe. The lesion abutted the pleura (left major fissure). The pneumothorax was identified via chest x-ray. The initial size of the pneumothorax was large and included the complete lung. The physician believed that the pneumothorax could have potentially occurred via another biopsy modality. The patient experienced mild hypoxia. A 14 french chest tube was placed to resolve the pneumothorax. No additional treatment was required. The patient was not admitted, but instead discharged home and was feeling fine with complete resolution within 2 hours. A diagnosis was pending. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.